Event description:
Reporter stated 2 boluses of 5.0 units were programmed on (B)(6) 2013. A bolus was then programmed for a blood glucose value of 10.48 mmol/l (188.64 mg/dl), and 24.0 units was displayed as the active insulin amount. It was also reported 3 boluses were not delivered due to battery issues. After correctly positioning the battery, the issue was resolved. The blood glucose monitor was evaluated. Failure analysis revealed that due to a firmware bug the meter may not appropriately remove an unconfirmed bolus from the delta bg correction stack when the manual pump option is chosen on the meter. This issue can occur if the user does not deliver the exact bolus amount as acknowledged on the meter within 10 minutes of the entry. As a result, a possibility of receiving an incorrect bolus recommendation would occur thereby leading to under delivery of insulin if accepted by the user. This issue only concerns the correction bolus, and would not affect basal rates or meal boluses. This issue has been investigated. Product design and process improvements were implemented to correct this issue; efforts are documented within a CAPA. The customer's allegation of the incorrect value of active insulin was observed in the active insulin field and battery problems were not observed during the investigation of the returned product. The customer's active insulin allegation was confirmed during the additional failure analysis process. This case is set to verified based on the iu's investigation and the failure analysis result of the customer's active insulin allegation.

Manufacturer narrative:
The event occurred in (B)(6).